Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The day after event onset, the patient was treated with heparin injection (0.5 ml, at bedtime, intraperitoneal, ongoing), vancomycin injection (1 gm, every 5th day, intraperitoneal, ongoing) and ceftazidime injection (1 gm, once daily, intraperitoneal, ongoing) for the event. Thirteen days after event onset, the patient was recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.